Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer replaced the photometer and chemistry cartridge reagent mixer assembly and performed instrument alignments and calibrations. Upon completion of necessary and verified repairs the instrument was returned into operation. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 a suppressed total bilirubin (tbil) result with an instrument flag was generated on a unicel dxc 600 synchron system for one patient. The instrument flag was an oir lo flag which indicated that the result was out of instrument range low. The initial tbil result was repeated on the same instrument and another instrument which yielded higher results that matched each other. The suppressed result was not released from the laboratory. There was no death, serious injury or change to patient treatment associated or attributed to this event. No other chemistry results or samples were affected by this event. No other system issues were noted and the customer indicated instrument chemistry quality control results were acceptable during the timeframe of the event. Beckman coulter inc. Assessment of customer supplied absorbance versus time (avt) plots for the three tbil results indicated that the initial result's absorbance versus time (avt) plot run appear erratic (noisy) which might have been an indicator of sample or system issues. No patient specific information or sample collection/handling information was provided by the customer